Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed:. Event description:. Event date is unknown. Patient's blood pressure dropped post-treatment and was returned to or for blood transfusion. Product is not available for return. Intervention: patient received a blood transfusion. Patient status: no report of patient injury.

Event description:
Procedure performed: ls gastric sleeve. Event description: patient's blood pressure dropped post-treatment and was returned to or for blood transfusion. Product is not available for return. Additional information received on 09jan2023 via email from [name], voyant project manager: model and lot number of the complaint device is unknown. No alarms were present. Intervention: patient received a blood transfusion. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.